Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking powerpicc is confirmed but the cause could not be determined. One 4 fr powerpicc with a needleless injection cap attached to the luer was returned for evaluation. The returned catheter was functionally tested and observed to be leaking at the 2 cm depth marker. A microscopic observation revealed the catheter to have a circumferentially aligned, downward angled split. The split exhibited a granular fracture surface. One side of the split appeared to have a smooth fracture edge. The split exhibited similar characteristics to flexural fatigue; however, due to the shape of the split and the lack of kinking at the split, the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by district nurse who visiting patient at home. The patient was receiving medication via an infuser. The nurse noticed the PICC was leaking/ dressing was wet. The patient was receiving chemotherapy. The PICC was removed and requested to PICC team for replacement. Treatment delayed. Additional information received 9/6/2023: it was reported by the customer ¿a medrad stellant system for injection. The contrast (omniplague 350 500ml bags) is stored in a heating cabinet (37 deg) and the system has a heating sleeve built in to maintain this temperature. The system automatically gives a 10ml pre-flush of saline and a 40ml post flush. The nurses also do hand flushes (20 before and 20 after). The pressures are set at 325psi but some xray nurses ask for it to be dropped to 300psi. Flow rates are mostly 3ml/sec and will be dropped to 2.5ml/sec if the nurse reports the PICC is sluggish on flushing. Cta scanning requires 4ml/sec. Some staff remove maxplus and others don¿t.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by district nurse who visiting patient at home. The patient was receiving medication via an infuser. The nurse noticed the PICC was leaking/ dressing was wet. The patient was receiving chemotherapy. The PICC was removed and requested to PICC team for replacement. Treatment delayed. Additional information received 9/6/2023: it was reported by the customer ¿a medrad stellant system for injection. The contrast (omniplague 350 500ml bags) is stored in a heating cabinet (37 deg) and the system has a heating sleeve built in to maintain this temperature. The system automatically gives a 10ml pre-flush of saline and a 40ml post flush. The nurses also do hand flushes (20 before and 20 after). The pressures are set at 325psi but some xray nurses ask for it to be dropped to 300psi. Flow rates are mostly 3ml/sec and will be dropped to 2.5ml/sec if the nurse reports the PICC is sluggish on flushing. Cta scanning requires 4ml/sec. Some staff remove maxplus and others don¿t.